Event description:
Caller states that there was a incident of the connector on the distal end breaking and a part of the tube went into the pt lung. Caller states the event happened in the ICU. Caller states pt had to be reintubated but states that they tolerated the procedure well. Caller states the pieces were retrieved from the pt. Caller states that the pts have a kimberly clark closed suction system. No further details regarding the circumstances of this report are available. This report is associated to the second occurrence for MFR# 2936999-2013-00212.